Event description:
A physician was attempting to thread the catheter through the needle into the epidural space and reported meeting some resistance. Under fluoroscopy, the catheter appeared to have bent. The catheter was removed and the tip was found to be split.